Event description:
The patient's father reported that the infusion device displayed an e4 error message (occlusion) because the cannula of the flexlink infusion set was occluded leading to his daughter experiencing a hyperglycemia and ketoacidosis. The patient was admitted to the hospital due ketoacidosis and was diagnosed with ketone bodies. The patient was treated with hydration serum and was discharged on (B)(6) 2023. The father informed that when testing with another batch of cannulas, he noticed that the occlusion alarms stopped. He stated he didn't noticed any leakage or bleeding.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.